Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/15/2019 and it passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
(B)(4) customer service conducted troubleshooting with the customer, powering on the device with the transformer. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump, along with a harmony manual pump. In follow up with a medela (B)(4) complaint handler on 07/02/2019, the customer indicated that she developed mastitis on (B)(6) 2019 and was prescribed an antibiotic, which she had a reaction to. She discontinued use of the antibiotic and used a symphony hospital grade pump to clear the mastitis. She stated that the mastitis had since resolved and she was continuing to exclusively pump without issue with the symphony pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/26/2019 the customer alleged to medela (B)(4) that the replacement pump in style breast pump, which was sent in response to a complaint related to her original pump, was making a loud delayed sound and was not suctioning. She further alleged that she had mastitis when using both the original pump and this replacement, and was in the hospital and in pain. This medwatch relates to the replacement pump and medwatch 1419937-2019-00097 relates to the original pump.